Event description:
According to the initial report, ph00 was implanted on (B)(6) 1997 and explanted on (B)(6) 2021.

Event description:
According to the initial report, ph00 was implanted on (B)(6) 1997 and explanted on (B)(6) 2021.